Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
First surgery (B)(6) 2014. L1-l5, screw removal surgery (B)(6) 2015, on the pre x-ray pictures the surgeon recognized the broken cfx screw at l5 (right side), the surgeon removed all metal, one part of the screw is still in the vertebral body, the rest of the screw for another investigation available. There was no delay.